Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms, loss of capture (loc) and high capture thresholds on this right ventricular (rv) channel. All other parameters were stable and within range. There were no signs of noise emerged during provocative manoeuvres, and no episodes of noise or inappropriate shocks from the device were recorded. The patient was not pacemaker dependent. The plan was to have this rv lead replaced. During interrogation, there was noise and oversensing noted on the rv lead. Subsequently this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms, loss of capture (loc) and high capture thresholds on this right ventricular (rv) channel. All other parameters were stable and within range. There were no signs of noise emerged during provocative manoeuvres, and no episodes of noise or inappropriate shocks from the device were recorded. The patient was not pacemaker dependent. The plan was to have this rv lead replaced. During interrogation, there was noise and oversensing noted on the rv lead. Subsequently this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.